Event description:
It was reported that the patient presented to the hospital for a follow up. Upon interrogation, the atrial lead exhibited increase in capture thresholds and decreased sensing. The lead was reprogrammed. The patient was in good condition during ang after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.